Event description:
It was reported that intra-aortic balloon (iab) therapy was no longer needed. As the customer was removing the dressing to discontinue therapy, the console generated a fiber optic sensor failure alarm. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Event description:
N/a

Manufacturer narrative:
Updated fields device available for eval? Changed from yes to no , event site email, initial reporter, occupation - rn, bsn/ supervisor, cardiovascular services line, type of investigation code. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
UDI # is incomplete as the lot #, manufacture date, exp. Date were not provided. Three gfe attempts were made to obtain this information without success. Complaint record ID #(B)(4).